Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2011 - the pt underwent repair of the left inguinal hernia using a davol perfix plug and patch. Three days following this procedure the pt complained of severe pain in the postop surgical site and was treated with narcotic pain relievers and prescribed antibiotic (as a precaution with no indication of infection). On (B)(6) 2011 - patient presented to the ER with complaints of left testicle swelling and some pain. An ultrasound of the testicles revealed there was no vascular flow to the left testicle and the pt was brought to the operating room immediately. Operative dictation states there was no torsion; however, there was swelling, ischemia, and necrosis to the left testicle and cord all the way up to, but not involving the previous hernia repair. The left testicle and cord were removed and the surgeon states "I did not alter the hernia repair."

Manufacturer narrative:
Based on a review of the medical records provided there was no indication that the problem was device related. The device remains implanted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.